Event description:
It has been reported to the co that the manometer was defective which gave false reading for the balloon inflation causing over inflation. During the ptca, the physician was able to inflate the balloon using the inflation device, but the needle of the manometer was not functioning properly. The physician continued to inflate the balloon. The pressure needle was not moving but the balloon was still inflating. The physician stopped inflation. The physician was deflating the balloon when the needle of manometer jumped up to over 18 atmospheres suddenly and the balloon ruptured. The patient's coronary artery was damaged. The physician successfully inserted a covered stent and repaired the vessel damage.